Manufacturer narrative:
The customer reported a crack below the drip chamber, and returned one set of material 10015012, lot unknown. Upon initial visual examination, the set verified the complaint of component damage, with the drip chamber tubing cut/damage. The tubing just below the drip chamber was cut about 90% of the way through, with a small strip remaining connected together. The manufacturing plant found the root cause for the tubing damage to be related to incorrect method in the use of assembly fixture. The lot reported is unknown, but the lot number was found from the sample's smart site identification number, (B)(4). Since that lot was released in oct 29, 2024, several actions have been implemented to address this failure. These include a visual aid for critical assembly, update to the manufacturing work instruction, and updates to the standard work instruction. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing found leaking fluid directly below drip chamber and with small crack found.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of crack and leak below the drip chamber could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.